Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the heartstart efficia dfm100 defibrillator is experiencing the green light fails to light at the end of operational check. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.